Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports that the safety needle shield would not lock into place when activated.

Manufacturer narrative:
A lot number was not provided with the complaint. A review of the lot history records is not possible without a lot number. A review of maintenance and calibration records; and a review of process monitoring data were not possible without a lot number. There was 1 used sample returned with this complaint. The safety shield was difficult to lock. Visual examination of the sample showed that the locking tab on the safety shield was damaged the issue reported by the customer is confirmed. A definite root cause cannot be determined at this point. The most likely root cause was misorientation of the shields at the loading station, resulting in the open locking tab side of the shield being exposed to the pick-up fingers of the loader. As the loader cycled down, one of the fingers struck the tab and damaged it. The shield then recycled into the feeding system and was eventually loaded onto the machine. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, shield activation tests are performed on samples from each lot. The assembly machine and manufacturing date cannot be identified when the lot number is unknown. However, the two most likely assembly machines had the pick-up fingers of the shield loading station shortened so that they can't contact the locking tab if the shield becomes misoriented on the track. The pick-up fingers were replaced. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 12/09/2014. An investigation is currently underway, upon completion the results will be forwarded.